Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, and motor tests. No motor error alarm noted. Unit had minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. The customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of 547 mg/dl. He had a diabetic ketoacidosis. The customer was wearing his insulin pump at the time of the emergency room visit. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.